Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2018. At around 7:00am, the patient started to feel ill as if their blood sugar was going low. The patient stated the cgm was displaying 79mg/dl, but their finger stick reading was showing 39mg/dl. The patient indicated they started to become belligerent and felt out of it. The patient's wife called the emergency medical technician (emt) and when they arrived, they gave the patient juice to raise his glucose levels. The emts stayed with the patient for 45 minutes until the patient's blood sugar levels raised to 80mg/dl. Additionally, the patient stated that the low event could have been avoided if the dexcom was reading accurately. At the time of contact, the patient was in stable condition at home resting. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.